Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post-paced t wave oversensing on the implantable cardioverter defibrillator. Programming changes were discussed but did not yet occur. Additional information was requested but not yet received. There were no patient consequences and the patient was asymptomatic.